Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced incision site pruritus ("itching around incisions"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and incision site pruritus outcome was unknown. The reporter considered incision site pruritus and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: follow up 1 & 2 was processed together: new event: medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulation on becoming e free') and haemorrhoids ('internal hemorrhoids') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), cholecystectomy ("gallbladder removal"), hernia repair ("hernia repair surgery") and urinary bladder suspension ("bladder sling put in") and experienced haemorrhoids (seriousness criterion medically significant), incision site pruritus ("itching around incisions") and cataract ("cataracts in both eyes"). The patient was treated with surgery (removal of essure and rectal surgery). Essure was removed. At the time of the report, the medical device removal, haemorrhoids, incision site pruritus, cholecystectomy, hernia repair, cataract and urinary bladder suspension outcome was unknown. The reporter considered cataract, cholecystectomy, haemorrhoids, hernia repair, incision site pruritus, medical device removal and urinary bladder suspension to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events rectal surgery for internal hemorrhoids, gallbladder removal surgery, hernia repair surgery, bladder sling put in and cataract were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.